Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven months post filter deployment, a vena cavagram demonstrated the filter to be tilted with the proximal hook in the side of the cava. Multiple attempts were made with a gooseneck snare and a trilobed snare, as well as multiple catheters. The filter was felt to be non-retrievable. The decision was made to make no further attempts. Therefore, based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. Per the provided medical records, the filter was tilted. A tilted filter could lead to retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with a trauma situation/motor vehicle accident. Some time post filter deployment, the filter allegedly tilted and embedded in the wall of the inferior vena cava. The filter was not removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.